Event description:
A purchasing director reported an issue that occurred during loading of the intraocular lens (iol). There was difficulty loading the lens into the cartridge, and the haptics were misplaced. Therefore, the lens was not implanted. The surgery was completed on same day. Patient contact did not occur with the defective product.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).